Event description:
A malfunction with the code malf 9 on a pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump but was using an alternate method of insulin therapy. Technical support provided information and assistance for resetting the pump, and the customer was advised to follow up.